Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen (concentration unknown) and an unknown pain medication via an implantable infusion pump. Patient history included multiple sclerosis (ms) and intractable spasticity. Beginning on an unknown date, the patient experienced increased spasticity. The hcp wanted to perform magnetic resonance imaging (MRI) of the patient's brain and spinal cord to check for plaques or lesions from ms, and to make sure there was not a granuloma. The patient only did the brain scan because of his claustrophobia. The hcp was trying to rule out ms issues versus the pump system since the patient reported his spasticity was worse. The hcp stated that he had been going up and down on the patient's dose in addition to changing the concentration. The hcp did not want to change anything until he got more data. The hcp was to schedule the patient for a spine MRI and if there is nothing remarkable he would then schedule a dye study. No surgical intervention occurred or was planned. The issue was not resolved as of the date of the report. Patient status at the time of the report was alive with no injury. The results of the MRI not reported and interventions. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.